Event description:
During procedure, synthes drill bit tip broke off leaving about 1 cm buried in right pelvis; physician left in patient due to difficulty associated with retrieval. Procedure continued with plates and screws implanted along the area. No patient harm.what was the original intended procedure?orif right pelvis / acetabulum fx.device #1is this a laboratory device or laboratory test?no.